Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose level was 543 mg/dl. She believed the infusion set's cannula was bent because the insulin pump yanked on it. The customer treated her blood glucose level by changing the site and took insulin from the insulin pump. The device was not returned.